Manufacturer narrative:
The manufacturer previously reported information alleging that patient passed away while on this unit and a request has been made to get the download of the data. There is no allegation of device malfunction. Medical intervention was not specified. The unit was returned to the product investigation lab (pil) for evaluation. During visual observation of the exterior portions of the trilogy 100 unit, pil observed contamination with foreign particles of external environmental origin from the unit flow path outlet, pollen filter space. In addition, pil verified an inlet airpath pollen filter came with the unit at the time of the unit being brought to pil. In addition, pil verified black particles via visual observation of the bacteria filter attached to the unit after unit operation. During visual inspection of the internal portions of the trilogy 100 unit, pil observed foreign particles (dust and black particles) of external environmental origin inside the blower inlet, blower curved blades, blower bellows, flow sensor assembly and inside transition tube. However, pil did not observe any black particulate indicative of foam degradation inside the unit. Through further investigation of the internal portions of the unit, pil could confirm via visual observation that the foreign particles (dust and black particles) came from outside the unit and of external environmental origin. Pil did take a log from the unit at the unit arrival verifying relevant error codes observed on 03/02/2024. Pil tech ran the unit with connection to medical quick lung for approximately an hour with no issues and no errors were duplicated during unit operation. The unit operated without any issue. During further analysis of the log events that occurred on 03/02/2024, tech simulated the events of 03/02/2024 at pil with err_low_pip_alarm high_alarm and err_patient_disconnect_alarm high_alarm occurred with disconnection of circuit from the unit. Pil verified that reset key was pressed by caregiver during the events on 03/02/2024, when patient disconnect, and low pip alarms occurred. It was verified that the caregiver acknowledged the alarms and reset them. During the post testing of the unit, pil determined that monitor pressure sensor showing slightly out of spec results was due to a sensor drift, due to suspected sensor contamination issue. Control pressure sensor showing slightly out of spec results was due to a sensor drift, due to suspected sensor contamination issue. Pil has determined that unit operated as designed. However, the sensor board would be replaced due to sensor drift, suspected of sensor contamination issue. In addition, pil could conclude that due to the findings of gross contamination of unit components, the unit has been used outside the scope of philips respironics labeled operating specifications.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging that patient passed away while on this unit and a request has been made to get the download of the data. There is no allegation of device malfunction. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.